Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and identified that the system was not starting up due to the system's image processing pc (ippc) not booting up. The ippc was replaced and returned for analysis. Although the cause of the ippc failure could not be conclusively determined by the supplier's part analysis, the replacement of the ippc resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not startup. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.